Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller reports pt is needing MRI but they cannot communicate with ins. Caller indicated both the handset and communicator did power on but would not connect to ins. Caller noted pt has not used the stimulator in over a year. Caller was not w/ pt at time of call, will reach back out when he is able to get with pt for further troubleshooting. No symptoms reported.